Event description:
It was retrieved on a literature review that three patients with s&n cpcs stem suffered a periprosthetic fracture. No additional information reported.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the information obtained from a literature review journal article indicates that 3 patients underwent a revision surgery following a periprosthetic fracture. There is very limited identifying patient information, or supporting relevant patient clinical documentation provided, and the patient's current status is unknown. Therefore, a clinical assessment is unable to be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.